Event description:
This pt received their nucleus cochlear implant in 2000 and used the device consistently for the past three and a half years. Because pt did not progress as expected in the development of auditory-based speech and language skills, their family and health care provider elected to explant and replace the device. Results of a device integrity test, conducted in 06/2004, indicated that the device was functioning as specified.